Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The surgeon removed a size 5 x 13 tibial insert and replaced with a 5 x 16 ps tibial insert. This was a left knee. Update 19/september/2018: as reported in how was issue noticed and adverse consequence details: patient had knee pain. Bone scans showed tibial and femoral component to be intact and not loose. Patient underwent a revision surgery.